Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durum hip generic, left side, on (B)(6) 2005. According to the counsel's report, his client was doing well and recuperating without complication. On an unspecified date, his client heard cracking noises coming from both side her hips. Two years after implantation patient was complaining of discomforts from both hip joints. At the time of this report, his client is currently being monitored due to minor discomforts. Notes: the date the incident occurred will be entered as (B)(6) 2007, since it was reported that discomfort occurred 2 years after implantation.

Manufacturer narrative:
The manufacturer did not receive devices. X-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this specific clinical event cannot be ascertained from the information provided, but the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Zimmer has issued an enhanced surgical technique which further emphasized proper technique with additional warning statement, already document in the instruction for use which accompany the device. Included with the enhanced surgical technique users received a training dvd end october 2009 which contained required surgeon training materials. Failure to verify completion of the training materials. Failure to verify completion of the training by the required date resulted in the surgeon being denied access to the durom acetabular cup. Corrective and preventive actions have been taken. Zimmer is continuously trending the revision rates of the durom metasul components worldwide. Once more information is received and updated report will be submitted. Zimmer reference number (B)(4). Note: the client is a bilateral patient. The left hip surgery is referenced in (B)(4).